Event description:
This catheter was being utilized for an arteriography procedure with vessel access in the right femoral artery. Difficulty was experienced during the attempt to introduce the catheter. As a result, three catheters instead of one were used to complete the procedure and a hematoma developed at the vessel access site.